Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and checked insertion needle for burrs/hooks and dull needle tip defects and none was found. Insertion needle passed per specifications. Also found sensor with cannula in full.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor's needle broke off. Customer's blood glucose level was 6.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.